Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported by the customer, that during a procedure, the blade was stuck in the handpiece saw. It was subsequently reported that during testing conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. It was further reported that there was a delay to obtain a replacement handpiece. It was also reported there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported by the customer, that during a procedure, the blade was stuck in the handpiece saw. It was subsequently reported that during testing conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. It was further reported that there was a delay to obtain a replacement handpiece. It was also reported there were no adverse consequences and the procedure was completed successfully.